Event description:
It was reported that the customer's sensor gave a reading of 60 mg/dl, while customer's blood glucose was 90 mg/dl. This caused the insulin pump to threshold suspend. Customer's sensor was crimped. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.